Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the battery cap of the insulin pump was damaged and the battery compartment cracked in two places when the patient tried to close the battery cap to hard. The customer's blood glucose was 455 mg/dl which was corrected by a bolus. The device was not dropped or bumped. Nothing further was reported.